Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The patient had 33x2.5 cypher stent implanted in the left anterior descending artery. Indication for the index procedure was unstable angina. Approximately 9 months post stent implantation, the patient came back with stable angina pectoris, and it was discovered the patient had a focal restenosis, and the implanted stent had a fracture. The patient was treated with a taxus stent. The patient was followed up 2 months later and there were no additional adverse events.